Event description:
It was reported that during an iliac and aorta kissing stenting procedure, a balloon rupture occurred. The lesion was located in the non tortuous common iliac artery. The lesion was 70% stenosed and mildly calcified. The express biliary 7.0x60x75cm stent delivery system was advanced to the iliac artery at the start of the aorta. The balloon was inflated for 25 seconds one time, and the atms are unk. The balloon ruptured inside the stent. The stent was placed at the base of a graft in the aorta. The balloon and stent delivery system were withdrawn and damage to the balloon was observed. No pt injuries were reported. The pt's status is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.